Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, vaginal bleeding, dysmenorrhea, overweight, gerd, hyperlipidemia, hyperlipidemia and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were approximately 4 coils visualized extruding from the fallopian tube on the left side; both coils seemed to be in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.952 kg/sqm. [Pathology test] on (B)(6) 2016: surgical pathology consultation specimen: 1. Uterus, cervix, bilateral fallopian tubes pre-diagnosis (history): menorrhagia , dysmenorrhea final diagnosis (microscopic): uterus (102 grams), fallopian tubes, hysterectomy with bilateral salpingectomy cervix- no pathologic diagnosis. B. Corpus- secretory endometrium. Leiomyoma, intramural. C. Serosa- no pathologic diagnosis. D. Fallopian tubes- medical devices within lumens (essure). Gross: both tubes contain a gray, coiled, metallic, ligation filament (2.5 cm in length). [Ultrasound pelvis] on (B)(6) 2015: ultrasound pelvis complete with transvaginal exam history: vaginal bleeding, pain. Comparison: none findings: endovaginal and transabdominal sonography of the pelvis is performed. The uterus measures 7.4 x 3.7 x 4.6 cm. The hypoechoic 1.8 x 1.9 x 1.6 cm mass is seen centrally within the uterus marginating the endometrial cavity. This may represent a submucosal fibroid, although the finding is nonspecific. An endometrial polypoid lesion is difficult to exclude. Endometrium is otherwise normal with 7 mm thickness. Right ovary measures 2.6 x 1.6 x 1.6 cm. Left measures 2.9 x 1.8 x 2.4cm. Perfusion to both ovaries is maintained. Dominant left ovarian follicle is noted measuring 1.4 cm in diameter. Essure clamps are suggested. No significant free fluid impression: 1. 1.5 cm mass centrally in the uterus, hypoechoic which marginates the endometrial cavity. This may represent a submucosal fibroid; however, other endometrial-based lesion such as polyp or neoplasm is difficult to exclude. This could be better evaluated with sonohysterography if clinically warranted. At the very least, followup imaging in perhaps 2-3 months is recommended to document stability. 2. No other acute findings are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investing.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("ligation filament") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, vaginal bleeding, dysmenorrhea, overweight, gerd, hyperlipidemia, hyperlipidemia and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1075 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: there were approximately 4 coils visualized extruding from the fallopian tube on the left side; both coils seemed to be in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.952 kg/sqm. [Pathology test] on (B)(6) 2016: surgical pathology consultation specimen: 1. Uterus, cervix, bilateral fallopian tubes pre-diagnosis (history): menorrhagia , dysmenorrhea. Final diagnosis (microscopic): uterus (102 grams), fallopian tubes, hysterectomy with bilateral salpingectomy cervix- no pathologic diagnosis. B. Corpus- secretory endometrium. Leiomyoma, intramural. C. Serosa- no pathologic diagnosis. D. Fallopian tubes- medical devices within lumens (essure). Gross: both tubes contain a gray, coiled, metallic, ligation filament (2.5 cm in length). [Ultrasound pelvis] on (B)(6) 2015: ultrasound pelvis complete with transvaginal exam history: vaginal bleeding, pain. Comparison: none. Findings: endovaginal and transabdominal sonography of the pelvis is performed. The uterus measures 7.4 x 3.7 x 4.6 cm. The hypoechoic 1.8 x 1.9 x 1.6 cm mass is seen centrally within the uterus marginating the endometrial cavity. This may represent a submucosal fibroid, although the finding is nonspecific. An endometrial polypoid lesion is difficult to exclude. Endometrium is otherwise normal with 7 mm thickness. Right ovary measures 2.6 x 1.6 x 1.6 cm. Left measures 2.9 x 1.8 x 2.4cm. Perfusion to both ovaries is maintained. Dominant left ovarian follicle is noted measuring 1.4 cm in diameter. Essure clamps are suggested. No significant free fluid impression: 1. 1.5 cm mass centrally in the uterus, hypoechoic which marginates the endometrial cavity. This may represent a submucosal fibroid; however, other endometrial-based lesion such as polyp or neoplasm is difficult to exclude. This could be better evaluated with sonohysterography if clinically warranted. At the very least, followup imaging in perhaps 2-3 months is recommended to document stability. 2. No other acute findings are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investing.